Manufacturer narrative:
Phone number: (B)(6). The event of capsular contracture are granuloma a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, granuloma, rupture.

Event description:
Healthcare professional reported right side "capsular contracture baker grade IV," and "silicone-induced granuloma", "bilateral cysts up to 1.0 cm", "contiguity of the fibrous capsule with the pectoral muscle, associated with pericarps adema¿ and ¿silicone leakage". Device remains implanted.

Event description:
Healthcare professional reported "baker grade IV capsular contracture," and "silicone-induced granuloma...pericaps edema...cysts up to 1.0 cm" and "silicone leakage" identified via MRI, against right side device. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of rupture, granuloma, cyst-ndr and capsular contracture was reviewed on (B)(6) 2022. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Granuloma: unable to observe as it is a medical event that is not related to the device. Cyst: not applicable as the event is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Device was explanted and replaced.